Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer found that the station was not powering on and also discovered that the backup battery was beeping and required a reset. The fse mentioned that the power had gone out overnight, causing the backup battery to engage and fully drain, which prevented it from allowing power to pass through once depleted. The customer manually opened and broke pockets to access medications. The fse worked with the customer to restore power, recover the pockets, and remove the pockets with broken lids. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not turning on. User had to break the drawer to get the medication the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.